Event description:
The patient stated that in 2007, his infusion set was leaking. He stated, he discovered this when he bolused and he could smell insulin and his shirt was wet. He stated, the leak was coming from the adhesive side of the housing. He state that his blood glucose was elevated to 316 mg/dl. He gave himself a bolus and his blood glucose lowered to 249 mg/dl. He stated that he does not normally have symptoms associated with high blood glucose and sometimes he gets a bad taste in his mouth. He stated, he has had a total of 9 infusion sets leak since 2007. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.